Event description:
After injection to patient, nurse removed needle from the patient. Nurse attempted to engage the safety cover, and the needle disconnected from the syringe causing it to fly and land on the top of the other hand resulting in a needle stick to nurse.

Event description:
After injection to patient, nurse removed needle from the patient. Nurse attempted to engage the safety cover, and the needle disconnected from the syringe causing it to fly and land on the top of the other hand resulting in a needle stick to nurse.